Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6007577, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007577 was manufactured according to the work instruction (wi) version 79 in the machine multivac m12, on 10/jun/2024, with a total of (B)(4) units. The sub-assembly: assembly lot 4e05943 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 09-jun-2024, with a total of (B)(4) units. Lot 4e05944 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 10-jun-2024, with a total of (B)(4) units. Lot 4e05945 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 12-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4f00466 was manufactured according to the work instruction (wi) version 42 and manufactured in the line pegado 04, 08 on 08-jun-2024, with a total of (B)(4) units. The lot 4f01797 was manufactured according to the work instruction (wi) version 42 and manufactured in the line pegado 08 on 09-jun-2024, with a total of (B)(4) units. The lot 4e05937 was manufactured according to the work instruction (wi) version 42 and manufactured in the line pegado 04,05,08 on 09-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: there was a extended event, due to delamination, which are not related to the malfunction code. As a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release or tubing. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: hong kong.